Event description:
It was reported that the patient presented in clinic due to discomfort caused by unintentional diaphragmatic stimulation from their right ventricular (rv) lead. A device interrogation revealed that the rv lead exhibited high defibrillation impedance. It was suspected that the rv lead was fractured. No intervention was performed. The patient had no consequences and continued to be monitored.